Event description:
It was reported that the user received alert 38 indicating a motor stall that was not resolved after priming and rewinding, along with an insulin set expired alert, despite a near-full pump battery, the user was advised to replace infusion supplies and restart the pump and subsequently continued using the device without further alerts. No reported adverse physiological effects and blood glucose remained unaffected. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education on changing infusion supplies and restarting the pump. Investigation of this case revealed consecutive stalled motor alerts associated with the infusion set, and the issue resolved after supply change and device restart. It was concluded that the device functioned as designed after corrective actions, with no patient harm and no further alerts reported.